Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infection (other) describe: pelvic/burning and itching around my vagina with clusters of tiny hard white pimples all around the opening of her vagina sore") and pelvic pain ("pain") in a 40-year-old female patient who had essure (batch no: log40165-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia, weight gain, anxiety, panic attack, irritable bowel syndrome, trigeminal neuralgia and hemorrhoids. Previously administered products included for an unreported indication: iud. Concomitant products included desloratadine;pseudoephedrine sulfate (clarinex-d) since 2013, macrogol 3350 (miralax) from 2015 to 2016, salbutamol sulfate, salbutamol sulfate, salbutamol sulfate, salbutamol sulfate from 2009 to 2017, salbutamol sulfate from 2014 to 2016, salbutamol sulfate from 2014 to 2016, salbutamol sulfate from 2015 to 2016, salbutamol sulfate since 2015 and salbutamol since 2008. On (B)(6) 2013, the patient had essure inserted. In july 2013, the patient experienced vaginal infection ("infection: vaginal/oimples all around the opening of my vagina very sore.") With vulvovaginal burning sensation, vulvovaginal pruritus and acne. In january 2014, the patient experienced nausea ("nausea/she always feel full and like she was going to get sick. Could not eat to mush some may be every 2 days she would force herself to eat something small"). In 2014, the patient experienced hypoaesthesia ("neurological conditions, or problems:numbness in my leg"). In june 2014, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("pain: right lower side of belly"), abdominal pain ("pain: left side middle of belly") and back pain ("pain: lower back pain"). In 2016, the patient experienced fatigue ("fatigue/always sleepy would get out of the bed and with in a hour she was napping and that went on all day long everyday") with somnolence, alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse)/it felt like she was pushing on her insides and she would cramp up for a few days after"), migraine ("migraines") with hyperacusis and headache ("headaches") with burning sensation, paraesthesia and head discomfort. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/large blood clots enough to make her weak at times"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/large blood clots enough to make her weak at times"), urinary tract infection ("uti"), panic attack ("panic attacks"), anxiety ("anxiety"), vaginal discharge ("vaginal discharge") with vaginal discharge, abdominal distension ("my stomach kept swelling up making me look pregnanat/it kept getting bigger"), abdominal discomfort ("stomach was always upset"), abdominal rigidity ("stomach kept getting harder") and bowel movement irregularity ("gastrointestinal or disgestive sysytem condition-could not have bowel movements") and was found to have weight increased ("weight gain / loss specify which one:weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (she underwent surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic infection, pelvic pain, fatigue, dyspareunia, hypersensitivity, vaginal haemorrhage, menorrhagia, dysmenorrhoea, urinary tract infection, vaginal infection, headache, nausea, panic attack, anxiety, vaginal discharge, weight increased, abdominal pain lower, abdominal pain, abdominal distension, abdominal discomfort and abdominal rigidity outcome was unknown, the alopecia, migraine, hypoaesthesia, back pain and bowel movement irregularity had resolved and the weight decreased was resolving. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, abdominal rigidity, alopecia, anxiety, back pain, bowel movement irregularity, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, hypoaesthesia, menorrhagia, migraine, nausea, panic attack, pelvic infection, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: current weight 179 lbs. Migraine: she said it was clusters of migraines in her face and top of head. They would tingle burn and hurt at the sometime so bad where the light noise was unbearable and when they were happening. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.633 kgs. Hysterosalpingogram: on (B)(6) 2016: total bilateral occlusion. Ultrasound scan vagina: on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-dec-2018: update of information (batch is invalid)¿. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infection (other) describe: pelvic/burning and itching around my vagina with clusters of tiny hard white pimples all around the opening of her vagina sore") and pelvic pain ("pain") in a 40-year-old female patient who had essure (batch no. Log40165) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia, weight gain, anxiety, panic attack, irritable bowel syndrome, trigeminal neuralgia and hemorrhoids. Previously administered products included for an unreported indication: iud. Concomitant products included aclidinium bromide (tudorza pressair) from 2009 to 2017, clonazepam (klonopin) since 2015, desloratadine;pseudoephedrine sulfate (clarinex-d) since 2013, gabapentin, lactulose from 2014 to 2016, linaclotide (linzess) from 2015 to 2016, macrogol 3350 (miralax) from 2015 to 2016, nicotine, omeprazole from 2014 to 2016, salbutamol since 2008 and simeticone (simethicone). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal infection ("infection: vaginal/oimples all around the opening of my vagina very sore.") With vulvovaginal burning sensation, vulvovaginal pruritus and acne. In (B)(6) 2014, the patient experienced nausea ("nausea/she always feel full and like she was going to get sick. Could not eat to mush some may be every 2 days she would force herself to eat something small"). In 2014, the patient experienced hypoaesthesia ("neurological conditions, or problems:numbness in my leg"). In (B)(6) 2014, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("pain: right lower side of belly"), abdominal pain ("pain: left side middle of belly") and back pain ("pain: lower back pain"). In 2016, the patient experienced fatigue ("fatigue/always sleepy would get out of the bed and with in a hour she was napping and that went on all day long everyday") with somnolence, alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse)/it felt like she was pushing on her insides and she would cramp up for a few days after"), migraine ("migraines") with hyperacusis and headache ("headaches") with burning sensation, paraesthesia and head discomfort. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/large blood clots enough to make her weak at times"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/large blood clots enough to make her weak at times"), urinary tract infection ("uti"), panic attack ("panic attacks"), anxiety ("anxiety"), vaginal discharge ("vaginal discharge") with vaginal odour, abdominal distension ("my stomach kept swelling up making me look pregnanat/it kept getting bigger"), abdominal discomfort ("stomach was always upset"), abdominal rigidity ("stomach kept getting harder") and bowel movement irregularity ("gastrointestinal or disgestive sysytem condition-could not have bowel movements") and was found to have weight increased ("weight gain / loss specify which one:weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (she underwent surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic infection, pelvic pain, fatigue, dyspareunia, hypersensitivity, vaginal haemorrhage, menorrhagia, dysmenorrhoea, urinary tract infection, vaginal infection, headache, nausea, panic attack, anxiety, vaginal discharge, weight increased, abdominal pain lower, abdominal pain, abdominal distension, abdominal discomfort and abdominal rigidity outcome was unknown, the alopecia, migraine, hypoaesthesia, back pain and bowel movement irregularity had resolved and the weight decreased was resolving. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, abdominal rigidity, alopecia, anxiety, back pain, bowel movement irregularity, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, hypoaesthesia, menorrhagia, migraine, nausea, panic attack, pelvic infection, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: current weight 179 lbs. Migraine: she said it was clusters of migraines in her face and top of head. They would tingle burn and hurt at the sometime so bad where the light noise was unbearable and when they were happening. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.633 kgs. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-dec-2018: reporter information was added. This case concerns 40 year old patient. Her demographics were added. Her historical medications added. Her medical history was added. Lab data was added. Essure indication was added. Essure lot number was added. Her concomitant medications were added. Per plaintiff fact sheet following events : infection (other) describe: pelvic/burning and itching around my vagina with clusters of tiny hard white pimples all around the opening of her vagina sore, abnormal bleeding (vaginal, menorrhagia)/large blood clots enough to make her weak at times; dysmenorrhea (cramping); bowel problems, uti (urinary tract infection); vaginal burning); infection: vaginal/constant burning even when the doctor would say everything was fine; migraines; headaches; nausea/she always feel full and like she was going to get sick. Could not eat to mush some may be every 2 days she would force herself to eat something small;my stomach kept swelling up making me look pregnant/it kept getting bigger and harder, numbness in my leg; panic attacks; anxiety; vaginal discharge; weight gain; pain: right lower side of belly; pain: left side middle of belly; pain: lower back pain and weight loss were added. She had recovered form following events: hair loss, migraines, back pain, bowel movements, numbness in my legs and recovering form event: weight loss. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), alopecia ("hair loss"), dyspareunia ("dyspareunia") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, alopecia, dyspareunia and hypersensitivity outcome was unknown. The reporter considered alopecia, dyspareunia, fatigue, hypersensitivity and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.